Event description:
A consumer implanted for spinal pain reported the implantable neurostimulator (ins) was "turning" in the pocket. It was noted the consumer lost 30 pounds since 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.